Manufacturer narrative:
H10. H3, h6: the reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The depth limiter has been trimmed to the surgeons desired length. The trigger has not been fully advanced or locked within the handle indicating a pre-deployment of t2. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not maintaining the needle tip within arthroscopic view during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of complaints and manufacturing batch records was preformed, no other accordance of this failure were found. This complaint is considered an isolated occurrence and no further investigation is required at this time.

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 delivery system deployed both anchors simultaneously after needle was advanced through the meniscus. Neither of the anchors was removed from the joint. A back-up device was available. It is unknown if surgery was delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 delivery system deployed both anchors simultaneously after needle was advanced through the meniscus. Neither of the anchors was removed from the joint. A back-up device was available. Surgery was not delayed. The patient was not harmed.